Event description:
It was reported that during an unspecified procedure, in an unknown vessel, the coating on the pt graphix int guide wire frayed during withdrawal of the liberte stent delivery system. The physician was able to withdraw the guidewire, and no coating was left inside of the patient. The procedure was completed successfully with an unspecified device. No patient injuries or complications were reported. Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental report will be filed when analysis is complete.